Event description:
During device testing by a baxter service technician, a colleague infusion pump was found with a constant false air-in-line alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a constant false air-in-line alarm was discovered and confirmed during product evaluation by baxter service personnel. This condition was caused by a faulty pumphead module. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.